Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported the motor of the dermatome device was dragging. The device has been sent to biomed to be evaluated when the issue was discovered. There was no patient contact and no injury alleged.